Event description:
It was reported that during a galaxy-assisted biopsy of a lesion located at the left upper lobe, the patient developed pneumothorax. The patient was treated with local administration of tranexamic acid via bronchoscope and admitted to the ICU. The physician states the injury is due to the biopsy of the blood vessel and does not attribute the injury to the galaxy system. No malfunctions were reported. Although there were no malfunctions and the physician does not attribute the injury to the galaxy system, the use of the scope may have contributed to the injury. Attempts to collect patient demographics were unsuccessful.

Manufacturer narrative:
Video logs were reviewed and found no user errors. System manufacturing records were reviewed and found no issues associated with this case. Bronchoscope manufacturing records were reviewed and found no issues associated with this case. Failure analysis was not performed as the scope was not returned. The physician attributed the injury to the biopsy of the blood vessel. No malfunctions were reported. The complaint is reported due to the following conclusions: during a galaxy assisted biopsy procedure, the patient developed pulmonary bleeding. The patient was treated with local administration of tranexamic acid via bronchoscope and admitted to the ICU.